Event description:
It was further reported that the problem was first identified during preparation for use, prior to an unknown diagnostic procedure.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause of no image display is due to cable unit malfunction, which may have caused by the operator's handling led to failure of waterproofing, surmised from the fact that DHR showed no abnormalities at the time of shipment and failed the leak test. The instructions for use (IFU) states: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head ¿before connecting the video connector to the camera control unit, confirm that the video connector, including the electrical contacts and optical connecting part, is completely dry and clean. If the camera head is used with the electrical contacts or optical connecting part wet and/or dirty, the camera head and camera control unit may malfunction. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of failed leak test was not confirmed. The inspection discovered that no image was displayed due to faulty cable unit. In addition, there was no sense of switch depression for focus button due to faulty switchboard. Lastly, the rear cover label was fading. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the 4k camera head failed leak test. During a standard service inspection of the customer returned device, cable break was noted. This report is to capture the cable break reportable malfunction noted at estimation. There was no patient injury or harm reported.